Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on 10/02/2015, on behalf of the patient, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.